Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection potentially occurred with the interventional wire (enroute 0.014'' guidewire). The procedure was converted to carotid endarterectomy (cea).

Manufacturer narrative:
Complaint investigation will be attached to this report.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection potentially occurred with the interventional wire (enroute 0.014'' guidewire). The procedure was converted to carotid endarterectomy (cea).